Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. It was observed that the ok keypad button symbol is worn. All keypad buttons were intermittently responsive during testing. It was observed that all keypad buttons spring back as expected when pressed. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the ok keypad button has been intermittently unresponsive since last night, and now requires excessive force to obtain a response. She noted that the ok keypad button does not click when pressed. The patient denied damage to the rubber keypad except that the button symbols are worn; denied exposing the pump to water; and stated that she carries the pump on her waist with a clip.